Event description:
The pt reportedly experienced poor performance with use of the implanted device. The pt's device was explanted and the pt was reimplanted with another advanced bionics cochlear implant.